Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire ptfe coating was noted to be peeling from proximal end to 37cm. There was a gel like substance noted to the guidewire (possibly embolic agent). The guidewire distal end/tip was noted to be kinked/bent. The guidewire distal tip end nitinol tubing was noted to be broken/fractured. The core wire distal end was observed through the distal tip dome. Unable to perform a functional test due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure, no anomalies noted to the device during initial inspection and preparation. Resistance was noted when navigation in the microcatheter and the distal tip was broken. It was reported that the tip of the guidewire kinked two times during the third time of advancing in the target vessel. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, there was patient involvement and the patient¿s anatomy was not tortuous. The device was returned for analysis and it was noted that the distal tip of the guidewire was kinked and broken/fractured, the damage noted is indicative of stress forces applied to the guidewire. There was peeling noted to the proximal ptfe coating, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors will be assigned to the as reported "guidewire distal end/tip kinked/bent'" and "guidewire friction" and the as analyzed "guidewire distal end/tip kinked/bent", "guidewire distal tip broken/fractured during use", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed "guidewire ptfe coating peeling", as this issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled and the distal tip of the subject guidewire was broken/fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.